Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure through normal density tissue using the maxcore device. During the procedure, only one of the two notches was engaged. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure through normal density tissue using the maxcore device. During the procedure, only one of the two notches was engaged. It was further reported that the patient had experienced significant bleeding and was treated with blood transfusions and selective embolization. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument. Product packaging was not returned, however a label was returned, and product information was verified with tw. Visual evaluation, the maxcore disposable core biopsy instrument was received without protective tubing and no yellow guard attached to the needle. The maxcore disposable core biopsy instrument was received with both slides in their initial positions. The maxcore disposable core biopsy instrument appeared to have blood residue on the cannula. No visual anomalies were noted to the device. Functional testing, to prime, the top slide and the bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly. All 6 samples were obtained with no issues. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2, b5, d4 (unique identifier (UDI) #), g3, h1 (type of reportable event), h6 (patient, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.